Event description:
It was reported that the power module screen was blinking red and the revolutions per minute read 0, however, there was still flow and other parameters present. When switching to another power outlet, everything appeared to resolve, but there was no audible alarm during this event. Related manufacturer reference number: 2916596-2024-00775, 2916596-2024-00776.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: event date corrected. Section d1: brand name was corrected. Section d4: model number, catalog number, UDI number corrected. Manufacturer¿s investigation conclusion: the submitted log files were reviewed following the reported event of the system monitor showing a speed of 0 revolutions per minute (rpm) and the system monitor and power module blinking red. The submitted log file contained data spanning 25 days (07jan2024 ¿ 31jan2024 per the timestamp). The fixed speed was set to 4600 rpm and the low speed limit was set to 4400 rpm. The pump maintained a speed within the expected range throughout the log file and no speed drops below the low speed limit were captured. No notable alarms were active on the date of the reported event (30jan2024 ¿ 31jan2024). The data in the log file did not indicate any issues with the system controller. No product was returned for evaluation. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" explain the system controller user interface, including all sounds, lights, symbols, and on-screen messages on the system controller. These sections inform the user that the pump parameters (speed, flow, pulsatility index, and power) can be viewed on the system controller screen by pressing the display button. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The backup battery (ebb) was replaced on 24jan2024 since the message on the system monitor said it was expiring when the patient was admitted.